Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2017 with the following findings: a review of the black box showed evidence of a short battery life with a voltage drop leading to a call service 128 alarm. The rewind, load, and prime steps were performed successfully. All currents read within specifications. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, moisture corrosion was found in the battery canister and on the battery cap. A leak test was performed and failed due to a battery compartment leak. The battery compartment was cracked below the grip pad. The pump cover was removed to find no further moisture internally.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.